Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event.

Event description:
Additional information provided by the surgeon at the user facility indicated the incision was widened to facilitate the removal of the damaged intraocular lens (iol). The surgeon also indicated there was no observed malfunction with the iol delivery system.